Event description:
As reported by the sales rep per the user facility: reports when removing epidural catheter it was removed easily, but the tip was missing and catheter unwound as it was removed. Customer did not find the tip and does not know if it was retrained in he patient. Patient had no difficulty with the removal and no follow-up is expected. Additional information provided by the facility indicated the catheter did remove easily but was uncoiling as it was being removed. It remains unknown if the tip remains in the patient. To date, the patient has suffered no adverse sequela associated with the incident.

Manufacturer narrative:
The actual used catheter was returned to the manufacturer to be evaluated. The catheter measured approximately 870mm in length. The fractured end of the catheter was noted to be stretched and jagged, with a large part of the inner coil, unwound, and extending out of the fractured area of the catheter. This type of damage is consistent with epidural catheters in which a section is pulled beyond its design capabilities. This can occur when a catheter becomes lodged between rigid body structures. There are no other reports of this nature against the reported lot number. The sample and all available information has been forwarded to the actual manufacturer for further investigation. If any pertinent information is made available by the manufacturer a follow-up report will be filed.